Manufacturer narrative:
Additional narrative: examination of the returned instrument confirmed the complaint; the t-handle broke at the cross pin area. The root cause appears to be product design related. A two-year search of the complaint database did not identify a trend for this product code. The date code mt0312 indicates the instrument was manufactured in march of 2012. No corrective action taken. Complaints will be monitored under post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
T handle has broken at the retaining cross pin area this case has been reported by the loan kit technician during loan kit inspection.